Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Event confirmation status: 2 reported events were confirmed. Evaluation results: 2 devices were found to be affected by missing components. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.